Event description:
The manufacturer received information alleging a ventilator alarmed for circuit disconnect and ventilation volume was small. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor needs to be replaced to address the issue.